Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Device: ins f/dhs/dcs impactor. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 07.may.2013, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a breakage at the end of connecting screw. During surgery the mentioned parts were broken. The impactor was overused. All parts taken out of patient, material is decontaminated. The problem was resolved by changing the method. There is no further data available and no delay to surgery time. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the instruments were analyzed for conformance to print specifications as well as the device history records were researched. The review revealed that these items were manufactured in compliance with the specifications. No complaint related issues were found. Based on these findings it is likely that high applied forces caused these damages. The investigation of the complained insert f/dhs/dcs® impactor has shown that the insert is on the tip heavily damaged as complained. Based on these findings we conclude that there was a mechanical overload situation during use or a complication during operation. These are clear signs that this instrument was subjected to tremendous forces of frequently use, therefore we recommend that damaged instruments need to be exchanged before surgery. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.